Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The patient reported the insulin pump became hot towards the end of the battery life. The patient experienced no symptoms or injury due to the pump issue. Troubleshooting revealed the pump had not been exposed to moisture and there was no moisture or corrosion seen in the battery compartment.